Event description:
Healthcare professional reported left side "capsule formed (not baker grade iii/IV)" and later reported "slight capsular contracture". The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a: partial date of 2018 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "capsule formed (not baker grade iii/IV)", "slight capsular contracture".